Event description:
As reported by medtronic xomed sales representative: doctor is having to see one patient every other day for wound management of a skin burn after a routine sinus trephination. Doctor debrided the wound site and on another date "performed a closure on the patient by making a cut and stitching it together because patient was not healing".